Event description:
Reportedly, at planned patient follow ups I had that issue three times of invisible popup menus in the parameters. Two times at eno/kora and one time at alizea (see attached video). In all of these cases I could not press end and had to remove the battery of the tablet ((B)(6)). This tablet runs with 3.16.

Manufacturer narrative:
The investigation led to the following observations: - the pop-ups and/or programming menus and/or dropdown list are not visible by the user. Indeed, they are present but displayed behind the main screen. Therefore, the user is not able to choose/click on the appropriate answer/parameter and this explains the reported freeze during the programmer session. - this issue has been reproduced by the r&d team. - the most likely hypothesis is a programmer software issue, and it will be corrected with the next smartview version. The complaint is recorded for trending purposes.

Event description:
Reportedly, at planned patient follow ups I had that issue three times of invisible popup menus in the parameters. Two times at (B)(6) and one time at (B)(6) (see attached video). In all of these cases I could not press end and had to remove the battery of the tablet ((B)(6)). This tablet runs with 3.16.